Event description:
It was reported to medtronic minimed that the customer reported insulin pump was dropped and reported damage to belt clip rails and battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1884 was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with a blank display due to cracked lcd controller (pcba1). Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, cracked glass, scratched case, cracked keypad overlay, cracked lcd window, broken belt clip rails, cracked retainer and cracked lcd controller. In summary, customer alleged damage (physical or cosmetic) confirmed. Exposed to moisture on battery tube assembly noted during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.